Manufacturer narrative:
The investigational analysis completed 1/17/2020. The device was inspected and a hole was found in the pebax, reddish material inside, and the helix spring bent. No MDR reportable malfunction was reported for the device. A manufacturing record evaluation was performed and no internal actions were identified. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
On 1/17/2020, a thermocool® smart touch¿ electrophysiology catheter was received by the biosense webster inc. (Bwi) product analysis lab (pal) as an extra product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a mapping issue. The first visual finding from the bwi pal for this extra product was a visual finding of a hole in the pebax, with reddish material inside, and a bent helix sprint. The observed hole in the pebax has been assessed as an MDR reportable malfunction, as the device integrity was compromised. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received. Additional information was received stating that this product does not belong to any complaint. Therefore, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition.